Manufacturer narrative:
(B)(4). The unit has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A review of the device history records indicated that this serial number was released meeting all specifications as manufactured.

Event description:
The customer reported that a forcefxc generator was in use during a procedure to remove a cyst/nodule from the patient's jaw/chin area. The patient was receiving oxygen through a nasal cannula due to a pre-existing compromised lung condition, possibly copd. A medi-choice pencil with a 3m electrode was in use near the oxygen. A spark and flash-fire occurred, and the crna immediately threw the nasal cannula and components on the floor. The flash-fire quickly extinguished on its own. Note that the only injury resulting from the flash-fire was a 1st degree burn to the patient's chin, which was treated with silvadene cream. The patient is reported as doing fine. The forcefxc generator was evaluated by the site's biomedical dept. And was found to be working correctly.

Manufacturer narrative:
(B)(4). One used forcefxc generator was returned to covidien for evaluation. The unit was evaluated and nothing was found that would have caused or contributed to the reported event. The unit tested satisfactorily and within specifications.